Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site - reg#. Evaluation summary: analysis was performed on the returned device. The reported failure to split the was confirmed based on the returned device condition. The reported deformation of the cutter was not confirmed as there was no damage observed on the cutter of the returned device. The clip deployed in the patient tissue could not be replicated in a testing environment as it occurred due to procedure circumstance. It should be noted that the starclose, instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported failure to split the sheath and clip deployed in the patient tissue appear to be related interaction with the garage leaves and flex-guide due to angle change during thumb advancer/slider stroke. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: contact name updated. Removed conclusion code 18. Evaluation summary: analysis was performed on the returned device. The reported failure to split the sheath could not be replicated in a testing environment based on the returned device condition. The reported deformation of the cutter was not confirmed as there was no damage observed on the cutter of the returned device. The clip deployed in the patient tissue could not be replicated in a testing environment as it occurred due to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the starclose se sheath splitter was deformed and failed to glide into the sheath. The sheath was torn manually and the starclose se clip was stuck in the adipose tissue. It should be noted that the starclose instructions for use states that while maintaining apposition of the locator wings on the anterior surface of the arterial wall and keeping the flex-guide straight, advance the thumb advancer using the pad of the right thumb until the number 3 appears in the number window. This advances the clip delivery tube over the flex-guide while splitting the sheath from the hub to the distal tip. The reported failure to split the sheath appears to be related interaction with the garage leaves and flex-guide due to angle change during thumb advancer/slider stroke. The reported clip deployed in the patient tissue appears to be related to the sheath manually split and removed prior to clip deployment. The reported deformation of the cutter was not confirmed as there was no damage observed on the cutter of the returned device. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional chronic total occlusion coronary procedure. Reportedly, the starclose se sheath splitter was deformed and failed to glide into the sheath. The sheath was torn manually and the starclose se clip was stuck in the adipose tissue. The starclose se clip and adipose tissue were removed surgically. Manual arterial compression was applied to achieve hemostasis. A hematoma developed during the manual tearing of the starclose se sheath and was treated with a compression dressing. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure or therapy. No additional information was provided.